Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 211439989, was returned and analyzed. The needle had no fragments visible on it. The needle appeared bent in various locations. It is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the needle was analyzed. Upon visual inspection of the needle shaft, it appears the shaft is slightly bent in various locations. The bends could affect tracking of the needle through the sheath. No fragments were visible on the needle. Inserted needle through a fresh mullins sheath and no fragments were noted. Damaged at procedure.

Event description:
It was reported that during a cryoablation procedure, after the transseptal needle was withdrawn from the sheath and the sheath was flushed with saline, a small amount of plastic fragments from the inner lumen were observed flushing out. The needle was replaced and the case was completed successfully. Following the procedure the sheath was tested with a competitor needle and no particles were observed. No patient complications have been reported as a result of this event.